Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement with two proglide devices was attempted in the mildly calcified and mildly tortuous left common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide device was inserted over a standard 0.038 inch guide wire. When the plunger was retracted, only the white suture was visible. The vessel was re-wired and the proglide was removed. A second proglide device was used with the same results. Two additional proglide devices were used. The sutures were successfully placed at the 10 o'clock and 3 o'clock positions using the preclose technique. The arteriotomy was a 6f and during the tavi procedure the sheath was upsized to a 10f and then a 14f. The tavi procedure was completed and hemostasis was achieved using the two pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss/suture retrieval issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device operates differently than expected (needle to cuff miss) incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.